Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The picture sent by the customer was verified and it was possible observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that foreign matter occurred with a plastipak¿ hypodermic syringe with needle. The following information was provided by the initial reporter, "syringes present quality problems and have debris inside it may present a risk to the patient who uses it."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a plastipak¿ hypodermic syringe with needle. The following information was provided by the initial reporter, "syringes present quality problems and have debris inside it may present a risk to the patient who uses it."